Event description:
It was reported that pump touchscreen became unresponsive and pump screen appeared frozen so customer could not interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer performed pump reset with support from technical support, which restored screen responsiveness, and because issue recurred multiple times, technical support arranged pump replacement. Customer will continue to use current pump.